Manufacturer narrative:
(B)(4). Physical evaluation of the returned implant confirmed the presence of plastic debris/residue stuck on the device surface. The reported device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number.

Event description:
It is reported that the inner plastic packaging was fused to the implant. The surgery was completed with another device.